Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient (61 year old, 150lb) underwent cardiac ablation procedure for atrial fibrillation (afib) with carto vizigo¿ 8.5f bi-directional guiding sheath and suffered cardiac tamponade requiring pericardiocentesis. It was reported that after going trans-septal, the patient's blood pressure dropped. The ultrasound catheter confirmed the patient had a pericardial effusion. A pericardiocentesis was done and 470 ml of fluid was removed. The patient is stable and their pressure is normalized. The case has been aborted. The physician does not feel the mapping catheter caused the pericardial effusion. The physician feels it was the j-wire for the sheath that may have caused the effusion. The physician had a vizigo sheath, an ultrasound catheter, and a pentaray catheter opened and in the patient. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since this event may be life threatening; might result in permanent impairment of a body function or permanent damage to a body structure; or required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure it is MDR reportable.